Event description:
Had lasix surgery in 2015 at age (B)(6), perfectly normal vision other than myopia. After lasik began having severe floaters in my right eye. Intraocular pressures were always normal before lasik. After lasik, my left eye began having slightly elevated pressure compared to my right, but in normal range. Developed acute elevated pressures, disc edema and now have left optic neuropathy. No other explanation. Now have unexplained elevated left eye pressures and left optic nerve atrophy. I have no hx of glaucoma in the family. I am completely healthy otherwise. Do not smoke, do not drink. Exercising 4 days a week. Normal weight, and I eat healthy. Negative imaging, negative lumbar puncture. Negative angiogram. There was no inflammation of the optic nerve. Multiple neuro-ophthalmologist say this was not optic neuritis. So why does a healthy (B)(6) year old get optic atrophy all of the sudden and unilateral glaucoma? Again, angiogram did not reveal any sort of fistula. The only procedure ever done to my eye was lasik. This has ruined my life. FDA safety report ID # (B)(4).